Event description:
A high readings issue was reported with the use of the adc glucose meter. A customer reported receiving unspecified high glucose scans and consequently, the customer experienced unspecified hypoglycemia symptoms and a loss of consciousness. An ambulance was called and the customer received unspecified medical treatment for the diagnosis of hypoglycemia. It was further reported that a blood glucose result of 11.7 mmol/l was received on the hcp meter in comparison with a adc device scan of 15.7 mmol/l. It is unknown when the readings were obtained and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc glucose meter. A customer reported receiving unspecified high glucose scans and consequently, the customer experienced unspecified hypoglycemia symptoms and a loss of consciousness. An ambulance was called and the customer received unspecified medical treatment for the diagnosis of hypoglycemia. It was further reported that a blood glucose result of 11.7 mmol/l was received on the hcp meter in comparison with a adc device scan of 15.7 mmol/l. It is unknown when the readings were obtained and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial or lot number was not provided for the strips. The useful life of xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.